Event description:
It was reported a few minutes into an ablation procedure using a cool path contact catheter, a pump alarm occurred and the physician noted that the extension tubing was broken but not completely detached and the catheter handle was leaking. The catheter was replaced and the procedure was completed with no consequences to the pt.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a follow-up report will be submitted.